Manufacturer narrative:
This report is being submitted, as follow up no. 1. To provide the completed investigation results. The actual device was not returned. Therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed, for hematoma. Since a hematoma was observed, as per allegation. Manual pressure was applied. And no further issue was experienced. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication, that any manufacturing issues may have led to this event. Currently, no action is recommended, since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. Initial reporter occupation- interventional supervisor. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device appeared to deploy fine, however after cutting the string at the end, the angio-seal material protruded out of the skin and a hematoma formed. It appeared that it did not tamp down over the arteriotomy site. There were no issues with access. They started with a 5-french short procedural sheath and exchanged for a 6-french shuttle. A pre-deployment angiogram was performed. There were no issues with using the device. Ultimately, pressure was held for approximately 30 minutes to achieve hemostasis. There was no noticeable damage to the device. It looked ok and seemed to deploy ok until the very end. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 16sept2021. The procedure was a pipeline placement/neuro aneurysm embolization.